Event description:
Indication: common variable immunodeficiency, unspecified. Spontaneous report. Pt reported pump stopped working and had to finish using gravity tubing. No missed dose or adverse event reported, pump will be returned. No additional information provided. Reported to cvs/caremark by pt/caregiver.